Event description:
The customer reported that during the shift/system check the unit unexpectedly shut down and then failed to power back up. This failure to power up was both via ac and battery power. The 'ac power' and 'batt charge' leds failed to illuminate. There was no pt involvement.